Manufacturer narrative:
(B)(4). Device evaluated by MFR: the unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn and lot number provided by the customer. Visual inspection revealed a kink in the device approximately 13 mm from the distal tip in the neutral position. The kink was between r1 and r2. The seals of ring 1 and ring 2 were compromised; there was body fluid on the edges of the rings. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed the catheter was placed on the curve template and the device did not pass the left curves test; the tip did not reach the shaded area on the template. The distal section was dissected and there was dried body fluid in the interior of the sheath. The kevlar wrap was displaced and the center support was bent. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 24jan2017. It was reported that the bidirectional catheter only bent at one side. During an atrial flutter procedure with a intellatip mifi¿ xp temperature ablation catheter, they catheter would only bend to one side. The physician replaced the catheter and they were able to finish the case. There were no patient complications and the patient's status was stable. Device analysis revealed that the seals of ring 1 and ring 2 were compromised and there was body fluid on the edges of the rings.